Event description:
It was reported that the device cannot be interrogated with two separate programmers. The device remains in use pending replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4). Device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.